Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was implanted prophylactically in an endurant iis stent graft system during the endovascular treatment of a 60mm abdominal aortic aneurysm. The proximal aortic neck diameter measured 23mm, 11mm in length with the proximal neck angulation noted at 17 degrees. 25% calcification was noted at the seal zone. It was reported during the index procedure post the implantation of four endoanchors, a type ia endoleak identified. Touch up was performed however the endoleak persisted so the physician elected to implant an endurant aortic cuff intentionally sacrificing the lowermost left renal artery. Four endoanchors were also implanted from the aortic cuff to the aortic neck. A final angiogram revealed the endoleak was resolved. Per the investigator there was a causal relationship of the event to the index procedure and the endograft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.